Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's mother reported the customer was admitted to the hospital this past weekend because of high blood glucose. Mother believes the pump has a delivery issue. Customer was in the hospital for one day and was treated with novo rapid insulin injections at the hospital. Mother took her to the hospital because she was incapable of self-treatment. No adverse event reported. A request was made for the return of the device.